Manufacturer narrative:
H.6 investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of june 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendation: to assure a high-quality specimen when utilizing heparin plasma, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. A review of specimen handling parameters would be of value for this tube type.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was poor barrier separation of the samlple. The following information was provided by the initial reporter: this event occurred (B)(4) times. Customer problem: customer states poor barrier separation after centrifugation. Customer states gel was floating at the top of the tube, and when the tube is run on. The machine the probe is detecting the gel and not the plasma. Customer states poor barrier separation.

Manufacturer narrative:
E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes that there was poor barrier separation of the sample. The following information was provided by the initial reporter: this event occurred 8 times. Customer problem: customer states poor barrier separation after centrifugation. Customer states gel was floating at the top of the tube, and when the tube is run on the machine the probe is detecting the gel and not the plasma customer states poor barrier separation.